Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: retention devices were tested with 29 negative clinical serum samples; all results were hcg negative at read time and met qc specification. No false positive results were obtained. Customer's observation was not replicated in-house retain device. Mfg batch record review did not uncover any abnormalities. Customer returned 1 vials serum sample were tested with retain devices, all results showed hcg positive at read time. Customer's observation was replicated with return serum test results. When retain devices were test with 1 vial return serum treated with hama blocker, the test results showed hcg negative at read time. It indicated hama interference couldn't be rule out as root cause.

Event description:
It was reported that on (B)(6) 2016, the patient's pre-surgical serum qualitative produced a positive result on the cardinal health rapid test hcg combo test. The patient's blood was collected and tested on that same day and produced a positive result. The physician did not order a quantitative, but cancelled the surgery. The type of surgery was unknown. The patient went to an outside ob-gyn and the ultrasound was negative. The patient had their blood redrawn on (B)(6) 2016 and the serum result was positive. The physician then ordered a beta quantitative test, which produced a result of 0 miu/ml on the dimension exl analyzer. No further information was provided.